Manufacturer narrative:
Main investigation conclusion: the reported event of backup battery faults was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number:(B)(6) ) was not returned for analysis; however, a log file was submitted for review (20210916_111801). A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2021 per timestamp). Backup battery fault coincident with load test failures were active on (B)(6) 2021 at 13:49:46 ¿ (B)(6) 2021 at 10:56:27. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compare to the unloaded voltage. The alarms continued to through the end of the log file. There were no other notable alarms active in the log file. Pump operation was not affected. The serial number of this controller was before the enhancements were added to the controllers in manufacturing to mitigate these random backup battery events. Additional information provided on 24sep2021 stated that it is unsure if the controller will be returned. Multiple good faith efforts were made to confirm that the controller will not be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient continued to have multiple backup battery faults even after changing the backup battery three times. The patient has had multiple alarms over the past year and never had their controller exchanged. The controller was exchanged for their backup controller in clinic. Log files were submitted and reviewed by technical services. The event log captured backup battery fault events starting (B)(6)2021 at 1349 and continued for the remainder of the log.